Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No cosmetic damage noted.

Event description:
The customer's mother reported via phone call that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 146 mg/dl. Customer was at volleyball practice when she received the alarm. Customer also had an issue with the keypad and none of the buttons were responsive. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.